Event description:
A nurse called and reported that a peritoneal dialysis (pd) patient encountered a fluid leak at treatment complete when the door was opened to remove the cassette. Possibly one cup of fluid was discovered in the pump module area. There were no alarms/warnings prior to the leak. In a follow up with the patient, it was verified that there was no harm, adverse event or intervention associated with the fluid leak. The cycler is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.